Manufacturer narrative:
(B)(4).

Event description:
It was reported crosstalk was observed causing ventricular safety pacing after atrial paced events. Ventricular lead noise was also noticed which had been previously reported. The recommended programming changes were made to prevent inhibition of pacing. The patient will continue to be monitored. No adverse consequences were detected.